Event description:
The initial reporter (surgeon) provided the following additional case information to baxter: a female patient was presented to the emergency room with abdominal distress. The patient had previous (> 3 years) roux-en-y gastric bypass performed by a different surgeon with the use of peri-strips dry (psd) veritas. Upon emergent CT scan, which showed a "classic apple core" colonic restriction, the patient was thought to have obstructing colon cancer as a pre-operative diagnosis and was taken into the operating suite. Upon intra-operative inspection, the location of the colonic restriction was found to contain a fibrotic psd veritas, which had formed a stricture and compression of the colon. The area of defect required resection of the involved portion of the colon. Post-operative diagnosis was that the patient did not have colon cancer, but did have a psd veritas adhered to the colon, and thought to have caused a stricture which resulted in that portion of the colon to be resected.

Event description:
The following was reported to baxter: had to take a patient back to ER. After looking at scans, patient has colon cancer. May have had an issue with synovis' peri-strip. No other information is known at this time. The actual product code is unknown and the type of peri-strips used is unknown.

Manufacturer narrative:
(B)(4). Due to the lack of information the case is not currently assessable, and this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the information provided lack sufficient information to understand what is meant by "the patient may have had an issue with peri-strips." The information states the patient was taken back to the emergency room (ER) and underwent an unidentified type of scan which showed evidence of colon cancer. As cancer is the only piece of information provided, we can address the potential of peri-strips to cause or contribute to the occurrence of cancer. No carcinogenicity testing has been performed because the device does not involve any new material characterization or chemical constituency that indicates a high enough risk to perform this type of testing. Peri-strips are derived from bovine pericardium and have been in clinical use since 1994. Over this time period no contribution to the occurrence of cancer has been seen and there is no rationale to consider that peri-strips contributed to the occurrence of colon cancer in this patient. Multiple attempts were made to contact the reporter in an effort to receive additional case information. No response was received. A closure e-mail was submitted to the customer with a final attempt to obtain additional information. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Additional information was reported to baxter from the reporting surgeon. Baxter medical assessment: a colonic stricture caused by postoperative adhesions (fibrosis) that contained the psd veritas. We cannot exclude that psd veritas caused or contributed to the formation of adhesions and potentially a foreign body reaction that ultimately lead to the colonic stricture. Baxter is still following up with the reporter for additional information. A follow-up report will be submitted upon review of additional information.

Manufacturer narrative:
(B)(4). Contact was made with the reporting surgeon's secretary in an effort to retrieve patient and product information. The customer stated they no longer have that information available. Due to the lack of information, a causal relationship cannot be determined. Baxter (B)(4) completed the investigation. No sample or lot number was provided therefore the sample evaluation and batch review were not performed. No trend was identified. Per synovis, it is not possible to determine the root cause of the adhesions. The complaint will be kept on record for trending purposes.